Manufacturer narrative:
Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) used to capture additional medical/surgical intervention required: the outer sleeve malfunction resulted in one less proximal screw than desired inserted and additional surgical intervention. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that during open reduction internal fixation (orif) of right femur, antegrade femoral nail (afn) to be inserted as prophylactic solution due to liposarcoma causing proximal shaft fracture in right femur. Early indication from surgeon that standard locking would be preferred. Case proceeded with no issue, with insertion location, opening of intramedullary canal achieved and insertion of nail. Prior to nail insertion, jig was set up, with trocars to confirm correct alignment and no fault noted. Upon insertion of trocar assembly to jig with nail insitu, small tap to assembly given by surgeon with mallet to ensure correct positioning achieved prior to drilling for most proximal screw. Drilling occurred with no fault, however on attempt to remove drill sleeve a slight amount of force with a cobb elevator and mallet was applied to dislodge jammed assembly. Screw length selected, and inserted through outer sleeve (357.760) as prescribed. Upon removal of outer sleeve from jig to continue with second standard locking screw, screw inserted came out with the outer sleeve. Upon inspection of the outer sleeve, a small amount of damage was found to have caused the internal part of the outer sleeve to be out of shape, which prevents the screw from coming through the far end as intended. Jnj representative providing case support suggesting insertion of screw without use of jig, with a suture tied around screw to prevent loss in patient. Upon arrival of the set, it was established that the pre-drilled most proximal hole was no longer viable due to stripping and no screw inserted. Upon completion of the case, one less proximal screw than desired inserted, no impact to patient at this stage. Case was delayed by 45 minutes. Concomitant devices reported: trocar ø4 f/357.710 green (part # 357.750, lot # unknown, quantity 1), drillsl 8/4 f/357.760 green (part # 357.710, lot # unknown, quantity 1). This report is for one (1) 11.0mm/8.0mm protection sleeve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 357.760, lot# 2082094. Manufacturing location: bettlach, release to warehouse date: jan 06, 2004. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The visual inspection confirmed that the protection-sleeve was slightly bent and on the entire sleeve damages were visible. Furthermore, the bore presents deformations and the coding ring came apart. The relevant dimensions of the protection-sleeve could not be checked due to the damage incurred. The certificate of the raw material was reviewed during the performed device history review and met specification. The complaint condition is confirmed as the returned protection-sleeve was bent and the bore was deformed, and the coding ring came apart. This production lot was manufactured in january 2004 according to the specification. The investigation found no manufacturing related issues that would have contributed to this complaint condition . As the bore was deformed and damaged, the inner sleeve could not be pushed through. This complaint is rated as confirmed but not valid. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.